Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was further reported during the device change-out and lead replacement procedure, the physician damaged the newly implanted ventricular lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.